Event description:
As per medwatch 6000078-2007-00227: the physician successfully delivered and deployed the stent into the distal vertebral artery. As the delivery system was being withdrawn, "the dual taper tip appeared to get stuck in the distal third of the stent. This was confirmed by the distal stent markers moving back and forth." The physician attempted to "cork" the dual taper tip by pushing the delivery catheter through the stent, but this appeared to become stuck at the same location. The physician was able to free the dual taper tip from the stent by pulling straight back on the whole system. "The stent appeared to go back to its original deployed position." There was no reported impact to the patient. Returned with the stent system was the guidewire used in the procedure. Visual examination of the device found that the distal end was elongated and the inner core was broken. From further information received the was no damage noted to the guidewire when the products were removed from the patient. The physician believes it is possible that the guidewire became caught in the stent during the manipulations to free the stent system.